Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01405. It was reported that the patient's experienced several falls and as a result their leads had migrated, which was confirmed through imaging. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.